Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual examination of the device observed that the wire was kinked along the body and fractured at 328.2cm approximately from the proximal end. Moreover, the distal end and the spring tip were not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-02681. It was reported that the burr became stuck on the rotawire. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, was located in the moderately tortuous and severely calcified, 3.00mm in diameter, left anterior descending artery (lad). A 330cm rotawire and a 1.25mm rotalink¿ burr were selected to treat the target lesion. During testing outside the patient, the burr got stuck on the guide wire and stop burring. Furthermore, the system was observed to stall. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-02681. It was reported that the burr became stuck on the rotawire. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, was located in the moderately tortuous and severely calcified, 3.00mm in diameter, left anterior descending artery (lad). A 330cm rotawire and a 1.25mm rotalink¿ burr were selected to treat the target lesion. During testing outside the patient, the burr got stuck on the guide wire and stop burring. Furthermore, the system was observed to stall. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.